Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 28 mg/dl. The emergency medical service was dispatch as a result of low blood glucose on (B)(6) 2016. Customer stated that at the time of the incident the paramedics treated him with a glucose IV. Customer stated had a sandwich or two with some coke for additional treatment once he was functional. Customer was advised to monitor pump and blood glucose and follow with his healthcare provider in regards to his low blood glucose incident.